Manufacturer narrative:
Follow-up #1: date of submission 03/31/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/11/2014 with the following findings:a review of the black box and the pump history showed related call service alarms had occurred. A rewind, load, and prime sequence was performed without any issues. The pump was exercised for 24 hours with no alarms occurred. The pump case was opened, and no internal defects were found. The complaint could not be duplicated on investigation. Unrelated to the complaint, investigation revealed that the audio bolus button was difficult to press. When the button cover was removed, the bolus button plug was found to be misaligned.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call serivce (cs 052/053/054/055 sleep) issue: the alarm has occured 3 or more times in 30 days. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).